Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect user interface module (uim) for investigation and repair. The fa performed a visual inspection of the uim touch screen, which had excessive white residue and the touch screen was unresponsive to touch commands. The fa group inspected the internal components, which found no anomalies. The fa group then cleaned the touch screen, which resolved, the touch screen unresponsiveness. A power cycle routine in the user mode was performed, uim functionality testing, and the touch screen calibration which the device passed. The reported issue could not be duplicated and no failure component was identified therefore, no component root cause can be determined. At this time, vyaire will internally investigate the situation.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect uim component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an unresponsive touchscreen display on this ventilator device. The customer determined the most likely cause of the reported event was associated with the user interface module. The customer stated no patient involvement was associated with this event.